Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced double counted t-waves, resulting in the implantable cardioverter defibrillator (ICD)&#590;correctly recognizing that ventricular fibrillation (vf) occurred. The lower limit of the vf zone was increased and the system remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.